Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) device was discovered to be leaking helium. However there was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found unit to have an acceptable helium leak per service manual (specification is less than a 20 psi leak per 5 minutes). Recommendation is to close helium tank when unit is not in use. A full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use .a supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.